Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured. Additional information received indicated that this right atrial (ra) lead was damaged that was noted during clinic visit. Further, a tissue mass was noted on lead as per echocardiogram. This right atrial (ra) lead was explanted. No additional adverse patient effects were reported.